Event description:
It was reported to boston scientific corporation that a rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when the device was put through the endoscope to enter the duodenum, the device would not advance far enough out of the scope and the catheter started to kink. After this device failed, they decided to place a plastic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation finding: catheter torn. Reportedly, the complainant had been unaware of the torn catheter.

Manufacturer narrative:
(B)(4) for the event: catheter torn. Visual evaluation of the returned device found that the working length of the device was kinked in several locations. The guidewire channel was ripped for 9.5 cm from the distal end; this likely occurred when the customer removed the guidewire. Functional evaluation found that when the device was inserted into a scope with a 2.8 mm working channel, much resistance was encountered. The device was able to be advanced through the end of the scope; however, effort was required to maneuver it through the scope. Review and analysis of all available information indicated the most probable root cause for this event was operational context. Likely due to some operational/physiological aspect of the procedure, the working length of the device was kinked at several locations. Once the working length was significantly kinked, advancing the device through the scope would be difficult. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot number.